Event description:
On (B)(6) 2014, dr. (B)(6) implanted a pcm device into the c4-5 disc space of a male patient. Around (B)(6) 2014, it was noted that the device had migrated anterior and the patient started having neck pain. Surgeon will continue to monitor patient. A revision surgery is planned but the date is unknown. Patient's bone quality, activity level, or compliance to post operative care instructions are unknown. It is unknown if the patient had an impact or fall.

Manufacturer narrative:
Nuvasive reference: (B)(4). Revision surgery has not occurred to date. The device has not returned. No further investigation of the device can be completed at this time. Radiographs have not been available to asses the reported event. No root cause has been determined. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure.